Manufacturer narrative:
(B)(4).

Event description:
Chronic atrial fibrillation was reportedly developed in the patient since the previous follow-up on (B)(6) 2015, and pacing mode had been reprogrammed from ddd to ddi mode. Reportedly, upon interrogation of the subject pacemaker during a scheduled follow-up on (B)(6) 2016, a warning message about high atrial lead impedance was displayed on the programmer screen. Atrial impedance was measured several times in bipolar configuration, and each time it was saturated at 3000 ohms. In unipolar configuration, atrial lead impedance was measured around 400 ohms. Incomplete atrial lead fracture was reportedly suspected, and pacing mode was reprogrammed from ddi to vvi mode. Next regular follow-up has been scheduled in (B)(6) 2017.

Event description:
Chronic atrial fibrillation was reportedly developed in the patient since the previous follow-up on (B)(6) 2015, and pacing mode had been reprogrammed from ddd to ddi mode.reportedly, upon interrogation of the subject pacemaker during a scheduled follow-up on (B)(6) 2016, a warning message about high atrial lead impedance was displayed on the programmer screen. Atrial impedance was measured several times in bipolar configuration, and each time it was saturated at 3000 ohms. In unipolar configuration, atrial lead impedance was measured around 400 ohms. Incomplete atrial lead fracture was reportedly suspected, and pacing mode was reprogrammed from ddi to vvi mode. Next regular follow-up has been scheduled in (B)(6) 2017.